Manufacturer narrative:
E. Initial reporter. Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The batteries are unable to be removed. There was no patient involvement reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Updated data: b4,b6,b7,d10,e1(event site name),g3,g6,g7,h2,h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field:e1(event site address) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the reported failure on site. The fse replaced the conical springs in battery compartment one and two. The device has passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.

Event description:
N/a